Event description:
The hcp reported the patient is experiencing intermittent bouts of increased spasticity. The hcp confirmed that no pump reservoir volume discrepancies were noted and that this was a recent change in efficacy. The hcp stated the patient has no upper respiratory tract infections, but has been currently experiencing bowel issues. The hcp is considering other device troubleshooting options. The drug contained in the patient's pump is lioresal (2000 mcg/ml) delivered at 350 mcg/day. It was also reported that subsequent inspection revealed "kinking of the pump tubing" (catheter kink) was noted. The physician is titrating upward the drug delivered via the pump .the patient reportedly has recovered without sequela (treatment unk).